Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised due to dislocation of mdm poly insert from the mdm metal liner caused when the patient got up from a low, soft couch. The liner construct and femoral head were revised to a constrained liner and a femoral head of the same catalog number (there are no allegations against the femoral head). Rep provided implant sheets from current and prior surgeries and reported that no further information will be available.